Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. Evaluation summary: no anomalies found. Supplement sent to correct the conclusion code.

Event description:
Asku